Event description:
The clinician reports that the day the implant was placed in ada 30, failure occurred upon insertion. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.